Manufacturer narrative:
The clamp case part was not returned for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure, with no patient present. It was reported that the screw of the reference clamp was worn and needed a replacement.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that while outside of procedure, the screw of the reference clamp was worn. . There was no patient present at the time of the issue.